Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation(s).

Event description:
Boston scientific received information that during a routine in-clinic follow up, a voltage too low for remaining capacity fault message was observed upon interrogation of this implantable cardioverter defibrillator (ICD). An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was successfully explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis.